Event description:
Caller reported a minimum fill notification. There was no reported impact to the customer¿s blood glucose level. Caller was unable to load a cartridge despite following proper reloading techniques with both the original and new cartridges. Technical support escalated the issue to management, and after completing escalated troubleshooting, it was decided to replace the pump. Caller is using a backup method for insulin therapy.